Event description:
Angioplasty was performed in the common iliac and upon an attempt to remove the sheath it was noted to be stuck in the bifurcation. The physician attempted to remove the sheath several times and exercised several techniques. His attempts were inclusive of over the wire and without the wire. Attempts were also made inclusive of the dilator and without. At one point the hub separated and cracked. Eventually, the physician was able to pull out the sheath. The pt was checked for a pulse. Physician concerned over the possible damage that may have been caused to the intima.